Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of 16-may-2023, a system log review cannot be performed because the system logs are not available.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring hospitalization. The patient was admitted to the ICU. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
Additional information can be found in the following fields: b7, g6, h2 and h10/h11. It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring hospitalization. The biopsied lesion was 1.9 cm and in the right middle lobe. The patient was admitted to the intensive care unit (ICU). The diagnosis obtained from pathology was non-diagnostic. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical, inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information had been obtained.

Event description:
Refer to h10/h11 for follow-up information.